Event description:
A malfunction was reported on the pump, but there was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur. The customer was informed to call back if the issue reappears and acknowledged the instructions, continuing to use the pump without further issues.